Event description:
Boston scientific was initially notified that the matrix standard - 3d coil would not go through the hub of the microcatheter. No complications were reported to have occurred with the pt during this event. Analysis of the device in 10/2003, found that the main coil had separated from the pusher wire at the polyethylene terephthalate junction, classifying this event as a medical device report.